Event description:
The MFR received info alleging a ventilator inoperative condition occurred. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, a ventilator inoperative code was found in the ventilator's downloaded error log. The device's blower and sys board was replaced to address the issue.